Manufacturer narrative:
Visual inspection of the returned product confirmed that the tulip was separated from the screw shank. Product and complaint history review was performed on the provided lot number and no production issues or prior occurrences were found. Per surgical technique: a polyaxial screw is attached to the polyaxial screwdriver by placing the hex head socket over the bone screw and threading the end of the outer sleeve into the polyaxial screw head for stable fixation. Aligning the polyaxial screwdriver in the same axis as the screw hole facilitates screw insertion. The locking screwdriver provides another option for screw insertion. The driver attaches to the screw in the same manner as the standard polyaxial screwdriver. Once locked, the locking driver assembly becomes monolithic. The screw can only be loosened by rotating the driver counterclockwise. This instrument helps reduce any risk of accidental disengagement of the driver from the screw during screw insertion. The root cause could not be established as the device was not returned.

Event description:
Physician reported that the tulip head of an oasys screw became detached during implantation. The screw was, "taken out after great difficulty and replaced" resulting in a one hour delay.

Manufacturer narrative:
Hospital did not return device.

Event description:
It was reported that when the surgeon placed the locking cap over the oasys polyaxial (non biased) screw, it broke at the threaded portion. The screw was, "taken out after great difficulty and replaced" resulting in a one hour delay.